Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the ports. The issue was identified during use. The medication was stopped and reprimed with a new set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Lot #: suspect lots r21f01091 and r21l26031. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: expiration date: the suspected lot number r21f01091 has an expiration date of 6/2/2027. D4: expiration date: the suspected lot number r21l26031 has an expiration date of 12/27/2026 h4: device manufacture date: the suspected lot number r21f01091 was manufactured on 6/2/2021. H4: device manufacture date: the suspected lot number r21l26031 was manufactured on 12/27/2021. H10: one actual used device (unknown lot number) and two companion samples (one from each suspect lot number) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test observed no defects. Priming was performed and observed no defects. Functionality test revealed that the sets worked according to requirements. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted on each of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.